Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0y6pu, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that there was a lack of efficacy and symptoms. The lack of efficacy was intermittent. There were no falls/trauma or electromagnetic interference (emi) related to the issue. The issue was not related to positional movements. The patient increased stimulation but had not seen an improvement. The reported symptoms were diarrhea, lower back pain especially around the waste, and a lack of efficacy. This was considered a sudden change in therapy/symptoms. The patient further reported on (B)(6) 2015 that they were still having symptom issues including accidents, urgency, diarrhea, and constipation. She had increased stimulation from 2 volts to 4 volts, which was comfortable. The indication-for-use (IFU) was unknown. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.